Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 101 mg/dl. The customer was successfully able to obtain an alternate method of insulin delivery.